Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The pump had a cracked on the right plunger case and a missing battery. A primary audible alarm was found in the event history log (ehl). Functional testing did not reproduce the alarm. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced to address the reported problem.

Event description:
It was reported that the medfusion pump had a speaker failure. No patient injury or complications were reported in relation to this event.